Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip had to be pulled off from the patient, and the procedure was completed with a non- bsc clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the bushing. It was possible to observe that both arms were misaligned. It was also noted that the device returned without the over sheath. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs appeared damaged and the clip wings were inside of the capsule windows, indicating that activation had been performed. Additionally, x-ray analysis was performed; one of the clip arm was detached inside of the capsule and the yoke was separated from the control wire. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip had to be pulled off from the patient, and the procedure was completed with a non- bsc clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.